Event description:
It was reported that during lithotripsy procedure, the fiber broke in the midline. The fiber fragments were retrieved using an instrument. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review was performed and found that the product IFU states that "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement". Device history record (DHR) review was not performed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during lithotripsy procedure, the fiber broke in the midline. The fiber fragments were retrieved using an instrument. The procedure was completed with another fiber. There were no patient complications.